Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10 the device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the seal in the delivery device in an opened deployed state. There were no visual defects observed on the seal. The white plunger was not observed in the photograph. There were no visual defects observed on the aortic cutter in the photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "activation problem" was not confirmed. The lot # 25162943 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be released. The device was loaded completely according to the step 1,2,3,4. The seal failed to unfold and deploy properly. The doctor used the other one to complete the operation. There was no harms and side effects to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.